Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. Upon system revision, the rv was unable to be explanted. Hence, the rv lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.